Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿humeral head arthroplasty and meniscal allograft resurfacing of the glenoid¿ published in the journal of bone and joint surgery, volume 91-a, number 5 in may of 2009, was reviewed. The purpose of the report was to (1) to describe a technique that was developed to facilitate biological resurfacing of the glenoid with the use of meniscal allograft tissue and (2) report the effectiveness of hemiarthroplasty in conjunction with meniscal allograft glenoid resurfacing in patients who were 53 years of age or less. All patients had shoulder arthroplasty between september 2001 and september 2006 with a depuy global shoulder modular prosthesis. Clinical assessments were performed preoperatively and at one-year intervals postoperatively for at least two years. 27 patients were followed for the minimum of two years according to the study protocol. At a mean follow-up interval of 35 months, there was improvement both in the pain score and in the shoulder range of motion. All patients returned to their preoperative employment, and there was notable improvement in sports-related activities. Radiographic findings found that 26 shoulders showed no subluxation and only one showing moderate subluxation. There were three complications in three shoulders that underwent reoperations. 1) one patient developed a superficial infection ten days following surgery. The infection was successfully managed with would debridement and 48 hours of IV antibiotics. 2) the second patient had shoulder discomfort when he returned to ranch work, against medical device, at six weeks following surgery. The discomfort gradually increased over several months despite modification. He under went reoperation, 14 months after the index procedure, and it was found the lateral meniscal allograft was noted to be displaced from the glenoid articular surface. The graft was excised, and the glenoid was revised to a minimally cemented, polyethylene glenoid component. 3) the third patient developed an infection six weeks post operation that required operative debridement and revealed methicillin-resistant staphylococcus aureus. The patient requested resection arthroplasty. Two other patients had additional surgery at 32 and 36 months due to a gradual increase in pain. At the time of operation, both shoulders demonstrated degeneration of the meniscal allograft tissue.